Event description:
It was reported that the patient experienced unusual symptoms and the health care provider (hcp) questioned whether it was in relation to the pump. It however was also reported that it was ¿unknown¿ if the patient had symptoms or complications in relation to this event. Diagnostic testing/troubleshooting was not performed but reported would be done in the future. It was unknown what caused the issue or if it was resolved. The patient did have a medical history reported as ¿lots of varying neurological/ psychological problems.¿ at the time of the event, the patient¿s status was reported as alive-no injury. This device system delivered baclofen, infumorph and bupivacaine. It was further reported that the patient was having problems with healing a leg ulcer and the leg was at threat of amputation. The patient also had a magnetic resonance imaging (MRI) scan to rule out multiple sclerosis, which it did. It was noted further information may become available after further meetings. It was further confirmed that the MRI would have been done per company instruction and recommendations. The representative did not think this was a pump/catheter issue. Additional information received reported that the patient was fairly consistently unwell and had been for the last 2 years and had now developed vascular problems. Initially they were managing on crutches but had since become weaker in the leg muscles and now were completely wheelchair bound with no transfers, with bladder problems. It was noted the patient had an MRI on (B)(6), which was ¿clear¿ and the patient was scheduled for another MRI to see if there was any granuloma at the catheter tip. It was also noted the pump seemed to be under-infusing. The patient refill information was as follows: (B)(6) 2014 actual residual volume (arv) was 7.2 ml, expected residual volume (erv) was 3.4 ml; on (B)(6) 2013 arv was 7.8ml and erv was 3.4ml; on (B)(6) 2013 arv was 6.2 ml, erv was 3.4 ml; on (B)(6) 2013 arv was 9.6 ml, erv was 7.0 ml; on (B)(6) 2013 arv was 10 ml, erv was 7ml; on (B)(6) 2013 arv was 6.8 ml, erv was 3.4 ml; on (B)(6) 2013 arv was 6.5 ml, erv was 2.7 ml; on (B)(6) 2013 arv was 13 ml, erv was 10.5 ml; on (B)(6) 2012 arv was 6 ml, erv was 3.4 ml; on (B)(6) 2012 arv was 9 ml, erv was 7 ml; on (B)(6) 2012 arv was 5.5 ml, erv was 3.4 ml; on (B)(6) 2012 arv was unknown, erv was 3.4 ml; on (B)(6) 2012 arv was 4.5 ml, erv was 3.4 ml; on (B)(6) 2011 arv was 10 ml, erv was 8.6 ml. The pump was being used to deliver lioresal, hydromorphone and clonidine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709, lot# unknown, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown, ubd: unknown, dui#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jun-21. During a (B)(6) 2017 refill, the actual residual volume (arv) aspirated was 9.2ml with an expected residual volume (erv) of 3.9ml. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was refilled with the prescribed drug. The issue was considered ongoing. The pump and catheter remained implanted-in service. No surgical intervention occurred or was planned. The status of the patient was stated to be alive and with no injury. No symptoms were reported. On (B)(6) 2017 an attachment including discrepancies at 22 refills with notes was received. The patient received a refill on (B)(6) 2014 while sitting in their wheelchair. The erv was 3.4 ml and the arv was 7.2 ml. Another discrepancy occurred on (B)(6) 2014; the erv was 3.4 ml and the arv was 7.4 ml. Another discrepancy occurred on (B)(6) 2014; the erv was 10.5 ml and the arv was 14 ml. Another discrepancy occurred on (B)(6) 2014; the erv was 3.4 ml and the arv was 7 ml. Another discrepancy occurred on (B)(6) 2014,; the erv was 3.4 ml and the arv was 9 ml. Another discrepancy occurred on (B)(6) 2014; the erv was 7.4 ml and the arv was 10.6 ml. Another discrepancy occurred on (B)(6) 2015; the erv was 11 ml and the arv was 13.4 ml. Another discrepancy occurred on (B)(6) 2015; the erv was 3.9 ml and the arv was 8.5 ml. Another discrepancy occurred on (B)(6) 2015; the erv was 3.4 ml and the arv was 7.8 ml. Another discrepancy occurred on (B)(6) 2015; the erv was 3.4 ml and the arv was 7.8 ml. Another discrepancy occurred on (B)(6) 2015; the erv was 3.4 ml and the arv was 8.9 ml. Another discrepancy occurred on (b)(5) 2015; the erv was 3.3 ml and the arv was 8.8 ml. Another discrepancy occurred on (B)(6) 2016; the erv was 7.5 ml and the arv was 11.5 ml. Another discrepancy occurred on (B)(6) 2016; the erv was 3.4 ml and the arv was 8 ml. Another discrepancy occurred on (B)(6) 2016; the erv was 10.5 ml and the arv was 14.6 ml. Another discrepancy occurred on (B)(6) 2016; the erv was 10.5 ml and the arv was 14.3 ml. Another discrepancy occurred on (B)(6) 2016; the erv was 10.5 ml and the arv was 14.1 ml. Another discrepancy occurred on (B)(6) 2016; the erv was 7 ml and the arv was 12 ml. Another discrepancy occurred on (B)(6) 2016; the erv was 7 ml and the arv was 12 ml. Another discrepancy occurred (B)(6) 2017 while the patient was supine in bed; the erv was 3.4 ml and the arv was 9.4 ml. Another discrepancy occurred on (B)(6) 2017; the erv was 7.6 ml and the arv was 11.2 ml. Another discrepancy occurred on (B)(6) 2017, the erv was 3.9 and the arv was 9.2. On (B)(6) 2017 it was reported that the serial/lot of the catheter, if the patient experienced symptoms, if diagnostics occurred, and if the catheter was confirmed to be patent all remained unknown at this time but was further requested from the health care professional (hcp). The patient continued to receive therapy. On (B)(6) 2017 it was further reported by the health care professional that the patient was due to attend the clinic on ¿wednesday¿ (B)(6) 2017. The patient¿s next refill was then thought to occur in the january timeframe. This was to be confirmed when the patient attended on wednesday. The health care professional was ¿unsure what symptoms¿ were being ¿referred to¿ when asked if the patient experienced any symptoms related to the volume discrepancies. Up to this time, no patient symptoms were reported. The reported volume discrepancy that occurred on (B)(6) 2016 was corrected to an estimated reservoir volume (erv) of 3.4 ml and the actual reservoir volume (arv) was 9.2 ml not an erv of 7 ml and an arv of 12ml as previously reported. An additional volume discrepancy was reported to occur on (B)(6) 2017 with an erv of 7.5 ml and the arv of 12.8 ml. Further, the catheter was inserted (implanted) elsewhere and the reporter did not have any record of the catheter serial/lot number. No catheter dye studies had been performed for this patient that the reporter was aware of. They had assumed that the catheter was patent as the issue has been ongoing for several years. Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative on (B)(6) 2018. At this time the patient was receiving intrathecal morphine 33.3 mg/ml at 17 mg/day and clonidine 444.4 mcg/ml at a dose of ¿226.90 mcg/ml." It was reported there was expected reservoir volume (erv) vs actual reservoir volume (arv) variance on the pump. The patient was refilled every two months, and there was a series of discrepancies between erv and arv. The were no known environmental/external/patient factors that may have led or contributed to the issue. There were no known diagnostics/troubleshooting performed. No actions were taken [with regards to the volume discrepancies]. The pump was replaced after elective replacement indicator (eri) and would be returned to the device manufacturer. The issue was not resolved. However, the patient's status was alive - no injury. No further complications were reported.

Manufacturer narrative:
(B)(4).